Manufacturer narrative:
See d4, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-01524; 508-32-103, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
The patient had issues with dislocating the replaced shoulder joint. Male 55yrs.